Manufacturer narrative:
Device evaluation of electrode belt has been completed at the distributor. The reported problem (adjust belt messages) was confirmed. As received, the electrode belt failed the ECG fall-off test. The cause for the failure was isolated to a shorted ECG c and d cable. The root cause for the shorted cable has not been positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.